Event description:
Lasik surgery claims "natural vision" results. After the first procedure, both my eyes overcorrected 10%; I went from being severely near-sighted to being somewhat far-sighted. Six months later, they redid the procedure. The lenses are correct now, but I can't see well because my eyes can't keep a tear film on them. All the little glands in my upper lids that produce tears are damaged. To deal with this "dry eye" they plugged my lower tear ducts permanently. They tried so many eye medications on me: antibiotics, steroids, lubricants, gels, ointments. I have to take expensive prescription drops. (Restasis) 2x/day for the rest of my life, expensive prescription lubricating drops (oasis) 3-4/day, and expensive prescription eye vitamins 3x/day. I also use a steroid drop that leaves goopy residue in my eyes that looks like pus. This is more expensive than getting new glasses each year. It's intrusive, fussy and conspicuous. I can't wear eyeliner or mascara. I constantly wipe drops and residue from my face; I can't even wear face powder. Without the drops, my eyes itch and I can't see well. With them, I can't see for a few minutes. Once my vision clears, there's a short window of time where I can see clearly. Worst of all, I see worse than I ever did with glasses. At least my vision was crisp with my coke bottle glasses. Now my near vision is good enough to read, but I can't see clearly more than arm's length away. My far vision is bad; I can't read street signs or see faces across a room. My visual acuity fluctuates, being worse in the evenings than in the mornings, but even at the best, it can be like looking through rippled glass. I see extra lines on things. Lights make star patterns at night. The moon looks like 3 or 4 overlapping moons. I see little black speckles like dust or pale pepper in my vision, especially noticeable on white backgrounds. They don't move like floaters, so they are on the lenses themselves. This has taken a huge chunk out of my life.